Manufacturer narrative:
A field service representative (fsr) attended the site and found the cuvette utilized for the magnesium test was broken. The fsr found four other cuvettes were also broken and replaced the cuvettes. Review of the architect c1600678 service history did not identify contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results since the fsr visit. Review of the 12 month search for similar complaints did not identify an adverse trend for the cuvette list number. The clinical chemistry product monitoring review identified no trigger associated with the architect c16000 erratic result rate. No trends were identified for the c16000. The architect system operations manual and architect c16000 system and support manual provides information regarding component replacement and troubleshooting of the described issue. The architect system operations manual provides probable causes and corrective actions for erratic, poor precision, photometric results (c system) to include cuvette is damaged with the corresponding corrective actions to include replace the cuvette. Taken together, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
The entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely elevated magnesium of 7.3 mg/dl that repeated 1.6 and 1.5 mg/dl when processing on the architect c16000 analyzer with sample ID (B)(6). The patient previously generated a magnesium result of 1.3 mg/dl. The account uses a normal magnesium reference range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.